Event description:
The customer reported via phone call that the insulin pump was left in the washing machine. Customer stated the insulin pump would not turn on as a result of the moisture exposure. The customer's blood glucose was unknown at the time of incident. The customer stated they have reverted to manual injections. Customer stated a constant tone was occurring on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due moisture damage in the electronics, motor, vibrator, battery tube and keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.